Manufacturer narrative:
Due to character limit: e1(event site city) (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer during use that the cardiosave intra aortic balloon pump (iabp) had a iab catheter restriction alarm. There were no patient harm or injury was reported.